Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the reported event of the poor quality graft could not be duplicated; however, the machine head and control bar were damaged and the unit was out of calibration. The control bar and machine head were replaced and the unit was calibrated to resolve the reported issue. Device is used for treatment. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the device provides poor quality grafts. There was no sampling from the central part of the material. No adverse events have been reported as a result of this malfunction.